Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy with bladder biopsy and fulguration.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06953. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of exposed vaginal mesh on (B)(6) 2013.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent excision of exposed vaginal mesh on (B)(6) 2013. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence, cystocele, and rectocele. Following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and fistulae. On (B)(6) 2012, it was reported that excision of vaginal mesh exposure was performed due to mesh exposure of anterior vaginal wall. On (B)(6) 2013 it was reported that excision of mesh exposure in vagina, cystoscopy was performed by. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).